Event description:
Customer reported there was no image on the monitor and system could not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video swtiching pcb. System operates as intended.